Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. Evidence of moisture corrosion was found in the display screen. A leak was found in the battery compartment. The pump powered up to an unresponsive keypad. The pump cover was removed to find no moisture ingress to the power printed circuit board and to the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.